Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned from a crematory after the patient's death with no information. Per the manufacture data base the patient died approximately five months after the date of implant, four years ago.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4):the proximal segment of the lead was returned and analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic depression, outer insulation breach and apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.